Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -17.50/+1.0/66 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. The lens was intraoperatively exchanged for a shorter lens due to excessive vault and the problem was resolved.

Manufacturer narrative:
Reporter stated that, in his opinion, the cause of the event is that staar recommended an incorrect lens size for this patient. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens. (B)(4)